Manufacturer narrative:
Investigation: DHR was performed and no quality notification was raised for similar nonconformance during the production of this batch. 1 sample was returned and brown embedded fm was observed in the hub. Fm was embedded hence it will not have the potential to enter the blood stream. The probably root cause was that fm could have been transferred from the carton boxes of the resin material.

Event description:
It was reported that bd angiocath¿ plus had foreign matter in the catheter. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: foreign material in angio cath 22g.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ plus had foreign matter in the catheter. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: foreign material in angio cath 22g.